Event description:
It was reported that during the procedure in the heavily calcified, mildly tortuous, left anterior descending coronary artery (lad) to treat 70% focal mid stent restenosis of an unspecified stent, the balance middle weight (bmw) universal guide wire was advanced through the stent and positioned without resistance. During removal of the bmw universal for guide wire exchange, very mild resistance was met and the bmw universal broke into two pieces. The distal portion of the guide wire (20cm from the distal tip) remained in the lad. Snare retrieval attempts were unsuccessful. Therefore, 4 additional bmw guide wires were individually advanced past the detached portion of the guide wire and were turned counterclockwise simultaneously to snare the detached wire portion. The wires and the detached guide wire portion were removed without difficulty as a single unit. This intervention to retrieve the broken guide wire took approximately 20 minutes. The case was ended and the intended intervention for restenosis was rescheduled for a later date. There were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device noted blood on the coils and core and no contrast visible, confirming the reported use of the device in the anatomy. Visual inspection confirmed the reported separation of the device, with separations noted in the shaping ribbon and the tip coils. The shaping ribbon was noted to have a corkscrew shape at the separation. The tip coils were noted to be stretched. The core was noted to be completely intact. The outer diameter of the guide wire was measured and found to be within specification. The noted guide wire tip separation may happen when the tip is subjected to tensile or torsional loads beyond the design limits, causing the distal tip to detach. Scanning electron microscopy analysis suggested that the ribbon failure may be attributed to torsional overload and the tip coil failure may be attributed to tensile overload. Based on the reported information, it is likely that the ribbon separation occurred as a result of the resistance the bmw guide wire experienced during removal. This resistance may have led the device to being torqued beyond the design capabilities, thus leading to the shaping ribbon separation with a corkscrew appearance. Once the ribbon separated, the tip coils would no longer have any support and with subsequent retraction would stretch (as noted in the analysis) and finally yield from tensile overload. Based on the analysis, there is no indication that the separation was related to a product deficiency. Reasons associated with difficulty removing the device may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. Other factors may consist of anatomical conditions, such as the noted heavy calcification and mild tortuosity, as that could cause the shape of the guide wire or catheter to become angled and make it more difficult to remove the wire from a catheter. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. Based on the reported information and the analysis of the returned device, there is no indication of a product deficiency that could have led to difficulty removing the device and the probable cause will be attributed to operational context. The evaluation indicated that the resistance was due to operational context (i.e. Tortuosity, calcification, or interaction with another device). A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed for the reported lot and revealed no other incidents. Based on this evaluation, there is no indication of a product quality deficiency. In order to ensure that tip separation does not occur as a result of a product quality deficiency, manufacturing performs a non-destructive tip pull test on each wire, and performs visual inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.